Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was not working correctly. Caller stated that she changed the battery and the insulin pump went to rewind screen. Caller mentioned that the customer was hospitalized due to high blood glucose and ketoacidosis. Nothing further was reported.